Event description:
Per report received from japan- edwards received notification of a pascal precision ace in mitral position where there was an slda (single leaflet device attachment). Teer was performed for p2 prolapse with extensive billowing. Lateral side of a2-p2 was captured in the 12-6 position. When optimizing the posterior mitral leaflet (pml), the orientation might have shifted slightly, so chordae was also captured. After release, the implant moved extremely because the chordae were also captured. However, it was firmly grasped, so it was determined to complete the procedure. An echo 38 days after teer, revealed that an slda had occurred and only the pml was captured. Mitral regurgitation (mr) was observed from an indentation and billowing that was not fully captured. The patient symptoms have not worsened, but edema has been noted in the lower limbs. The heart team commented that it is unclear whether the edge of the implant tore off the thin part of the anterior leaflet, or whether the leaflet came out of the clasp. The devices remained implanted in the patient. There were not much anatomy/procedural complications (imaging). Grade of regurgitation before index procedure was 4+, after index procedure was 2+ and after the slda happened was 3+-4+. There was no patient injury. Although surgical intervention was considered, the patient is not willing to undergo, so it is currently being monitored. It is unknow whether leaflet tear occurred.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, the patient was considered for a reintervention, but the patient declined getting it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11 the complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was confirmed with other empirical evidence based on information provided by the clinical specialist. Available information suggests procedural factors (i.e., capturing chordae during optimization) likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.